Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.7g over specification. D8 & d9 updated.

Event description:
Suspected symptomatic rupture left side.